Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed need assistance on 8100 sn (B)(4) having issue on patient side occlusion test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted biomed on 8100 sn (B)(4) having issue on patient side occlusion test. Biomed already replaced pressure sensors but still continue having issue. I ask biomed to verify his test set-up and it appears that the tubing that he was using was too long and recommended to minimize the length which is showing on the test setup user manual. After biomed shortening the tubing and re-run the test. Patient side occlusion test. Issue was resolved.